Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the hospital for severe pancreatitis on the (B)(6) 2021, and a catheter was implanted. During the normal nursing process on (B)(6) 2021, the nurse found that there was a hole and leak iat the junction of the arterial luer adapter and extension tube without external force. The catheter was not repaired and normal saline was used as the cleaning agent on the device. There was no luer adapter issue. There was nothing unusual observed on the device prior to use and flushing was done which had a normal result. There were no other products utilized with the device and the clamp was moved periodically. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. There were no other cleaning agents utilized to clean the adapters. The product was replaced with a new tube of the same lot number on the same day of the event and the procedure was completed. There was no blood loss. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g1 (MFR contact first name, last name, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cannula was cut near the hub and not received. It was reported that there was a leak or hole on the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.